Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af). The device remains in use. The patient is enrolled in the optilink hf clinical postmarket study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.